Event description:
It was reported that the pump was intermittently responding to keypad button presses. The "up" arrow button was reportedly sticking and the other buttons were reportedly clicking and springing back normally. The pt denies using cleaning products to clean the pump.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the keypad appears to be swollen. The keypad appeared to be intact with no lifting or peeling observed. The pump was intermittently responding to keypad button presses and required harder than usual button presses to activate. There was evidence of adhesive found under the keypad button contacts.